Manufacturer narrative:
(B)(4):the staple line was open/unzipped. They may need to consider a thicker cartridge when using the gore seamguard on thicker tissue.

Event description:
It was reported that the device was used during an open left colectomy. The surgeon used gore seam guard for two firings, first on the internal portion of the anastomosis and then external of the common opening. This was the first time the seam guard had been used for this portion of the procedure. The internal anastomosis unzipped 3-4 days post operatively. They opened the patient and used the contour curved cutter to transect the anastomosis to remove it. The patient was full of stool; the abdomen was cleaned out successfully. The patient is doing fine. Patient is still in the hospital, but should be going home soon. The device was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information: account doesn't believe this has anything to do with the device. Account blaming the seamguard; however, they used the blue reload on the colon with the seam guard. This may have caused the staple height to be incorrect. Rep stated that the device was originally a laparoscopic sigmoidectomy. Surgeon converted to open colectomy, but this had nothing to do with the device. The surgeon does not believe that this incident had anything to do with the device. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.